Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up arrow, and down arrow buttons dome switch. No unlocked lcd keypad connector. No moisture damage was found on the electronics, motor, battery tube, vibrator, and keypad assembly noted. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the buttons on the insulin pump weren't working. The customer's blood glucose was 79 mg/dl. The device wasn't dropped nor bumped; customer has it on a case. The device was exposed to moisture. Customer was advised the device needed to be replaced.